Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the whole tip was broken off the sheath. The broken off tip was not received with the device. The probable root causes for the broken off tip could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip is broken.

Event description:
It was reported that the tip is broken.